Event description:
A customer complained after obtaining what was described as a discrepant negative antibody screening result for a patient sample using the ortho biovue system in conjunction with their ortho vision biovue analyser. Complainant/complaint reporter: (B)(6) - laboratory technician. Date of event: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to the orthocare helpdesk. Software version: 5.13.0 reagents: 0.8% surgiscreen lot 8ss9114 expiry date 30 august 2021 ortho biovue system poly cassette lot ahc216j expiry date 29 november 2021 patient information: historical positive antibody screening result; known to contain an anti-c(rh4) antibody. The customer reported that on (B)(6) 2021, they had tested a patient sample for antibody screening using 0.8% surgiscreen lot 8ss9114 and ortho biovue system poly cassette lot ahc216j in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that upon manual review they would have graded the reaction with cell 3 as positive. The customer reported that they had retested this patient sample for antibody screening and that they had obtained a positive result. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.

Manufacturer narrative:
Discrepant negative grading of an antibody screening reaction for a patient sample containing an anti-c(rh4) antibody. The misreading of the reaction obtained on the ortho vision biovue analyser is not confirmed. The root-cause of the discrepant negative antibody screening result obtained by the customer could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4)